Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, the epg was pacing inappropriately. It was set to pace at 50 ppm and was actually pacing at 120 ppm. The use of the device was stopped and it was returned for service and repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.